Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received undeployed and delivered 33 pulses. A rotational sensor malfunction was seen where the rotational sensor failed to transition, completing first prime in only 23 pulses. The commutator cap was observed to be contaminated, and no leaks were found when testing the fluid path for leaks. A rerun was completed and the data abnormalities were not replicated. The needle not deploying was caused by the rotational sensor malfunction which resulted in an insufficient number of pulses being delivered to deploy the needle mechanism. The cause of the rotational sensor malfunction cannot be conclusively determined.